Event description:
The rptr has received an er1 message. She retested and got a number value. No change in treatment, no medical intervention, no adverse reaction and no allegation.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8